Event description:
It was reported the pt had an increased recharge burden. The sjm rep met with the pt for reprogramming and reviewed the scs system settings to determine if recharging frequency was a normal interval. F/u identified the pt was charging hourly. It was reported surgical intervention was to be undertaken to address the issue at a future date.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.